Event description:
A customer contacted baxter's technical service center regarding a system error 2367 (air in set) alarm that appeared on the homechoice (hc) unit during dwell 4. The registered nurse (rn) states that the hc was trying to refill the heater; however, all of the bags are empty. After cycling the power, the hc alarmed system error 2367. The rn is requesting assistance to end therapy. The technical service representative (tsr) had the rn cycle power to the hc again to end therapy. Therapy ended. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for system error 2367 is not confirmed because the cause code is undetermined, the sample was not returned for evaluation, and a batch review was not performed to confirm the problem. The cause could not be identified because there is not enough information in the event description to determine an assignable causes code. A follow-up MDR will be submitted if additional relevant information is received.